Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was for about a month the pts implanted neurostimulators battery was not holding a charge. The patient could charge the implant to 100% before bed and then wake up to a 50% battery the next morning. Patient had made adjustments to the therapy almost every day turning it up in the morning and down at bedtime. The issue was not resolved. The caller was redirected to their healthcare provider to further address the issue.